Event description:
An initial event notification was received by sequel med tech, llc, on 26-jan-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that they had diabetic ketoacidosis and went to the hospital. The user discontinued use of the twiist automated insulin delivery (aid) system.

Manufacturer narrative:
Based on the information available for assessment, a correlation between the twiist automated insulin delivery (aid) system and the reported event could not be confirmed. It is unknown if the user was admitted to the hospital. No product was returned for investigation and log data is not available for review. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Manufacturer narrative:
Section h6 was updated to reflect that diabetic ketoacidosis is a known inherent risk of the device and that no investigation findings are available as no product was returned to millyard advanced medical products, llc for evaluation and no log data is available for review.

Event description:
An initial event notification was received by sequel med tech, llc, on 26-jan-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that they had diabetic ketoacidosis and were admitted to the hospital. The user discontinued use of the twiist automated insulin delivery (aid) system.

Manufacturer narrative:
Information regarding the patient's admission to the hospital has been incorporated into the event narrative (b5). Sections b2 and h6 were also updated to reflect the patient's hospitalization.